Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection revealed that the lock adapter had been dislocated from the sampling system. Magnifying inspection of the actual sample did not find any visible anomaly, including deformity, in the male connector or in the lock adapter. The dimensions of each part of the actual sample were measured and confirmed to be equivalent to those of a factory-retained current product sample. The surface of the male connector was subjected to elemental analysis using sem-edx (scanning electron microscope / energy dispersive x-ray spectroscopy). The result showed the presence of some elements such as si, which are considered to be derived from the silicone applied to the switch cocks to improve the lubricity of them in the manufacturing process. Reproductive testing was performed. Silicone was applied to a male connector of a factory-retained sampling system, then a female connector was attached to it and a lock adapter was tightened up. As a result, the lock adapter came off the male connector. On the production floor, silicon is applied to the switch cocks on the sampling system for lubrication purpose. It was presumed that silicone was transferred to the male connector by the sampling systems having contacted each other during storage. Product structure: the male connecter and the lock adapter of the sampling system fit with each other by the rib on the male connecter being caught with the stepped part provided inside the lock adapter. Due to this structure, once the lock adapter gets over the rib completely for some reason, it may come off the male connector. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the silicon applied to the switch cocks of the sampling system was transferred to the male connector part when the sampling system components were put in storage during manufacturing; afterward, when re-tightened during preparation, the lock adapter got over the rib on the male connector in lubricated state and dislocated. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported after placing the capiox oxygenator in the holder and connecting the tubes, they intended to pull out the tube from the sampling system to insert cdi500. They found the luer lock had been dislocated. The event occurred pre-treatment, and there was no patient involved; therefore the procedure outcome and patient impact was not reported.